Manufacturer narrative:
Approximate age of the device is 1 year and 5 months. The device was returned for analysis; the evaluation is not complete.the patient remains on lvad support with the replacement pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 5 months post-implant, it was reported that the patient was at the hospital for a routine system controller exchange. After the exchange the pump power reading was increased. The patient¿s lactate dehydrogenase (ldh) levels were elevated and the patient showed unspecified signs of left heart failure. The patient was readmitted into the hospital and the following day the patient received a pump exchange.

Manufacturer narrative:
The pump was returned with the driveline cut approximately 1 inch from the pump housing and the severed portion of the driveline was not returned. Upon disassembly, examination of the pump's blood-contacting surfaces found two, red, tissue-like thrombi folded over the proximal edges of two of the rotor blades. The thrombi were not adhered and did not show any laminated layering, indicating that the thrombi did not form on the rotor. Although the evaluation could not conclusively determine the origin of the thrombi, the observed thrombi would have contributed to the reported increase in ldh and caused increased rotor drag, resulting in the reported power elevations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable and electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested and was found to function as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.